Event description:
On (B)(6) 2023, the patient experienced confusion and disorientation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced confusion and disorientation. The cgm was reading 36 mg/dl (labeling indicates that the display device will show low for cgm values 39 mg/dl and below) and the blood glucose was not checked. It was documented that the patient and spouse did not receive any alert or alarm at the time of the event. The patient's spouse attempted to treat the patient with carbohydrates, but he would not take the treatment, so she called paramedics. Upon emergency medical services (ems) arrival, the bg was 36 mg/dl and the cgm reportedly showed the same. The hypoglycemia was treated with IV with glucose and the patient recovered after treatment. After 30 minutes, ems left. At the time of the report, the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.